Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate reading issue was reported with the abbott diabetes care (adc) device. A customer reported unspecified inaccurate high and low glucose readings on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced sweating but was able to self-treat, with fast-acting glucose sachets. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.